Manufacturer narrative:
Additional information: b3, h6, h10 information was received on 17-dec-2019 indicating that no patient was involved in this event. Event date was also provided. Device analysis: one smiths medical cadd solis vip pump was returned for analysis with a missing tamper seal and a damaged lens. Event log history was performed and indicated that "system fault 41,622 occurred 1 0 0 3" was recorded in history. During analysis, the customer's complaint was able to be confirmed, extra screw was found lodged into motor/cam area and was noted to be the cause of the reported problem. Service will remove the extra screw to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 was displaying alarm 41622. No adverse patient effects were reported.